Event description:
It was reported by the customer that when the device was used during a right colon resection, an incomplete staple line occurred. The case was completed by oversewing the colon to repair the anastomosis. No further consequence to the pt is known.